Manufacturer narrative:
Additional info: result code 213. Investigation was completed for the 7 events. A review of records related to the device including labeling, complaint trending, and risk documentation was performed. There were no issues found with the system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial numbers of devices: (B)(4) (2), (B)(4) (2), unknown (2), (B)(4) (2), (B)(6) (2). The catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Investigation were completed for 6 of 13 the reported events. A review of records related to the device including labeling, complaint trending, and risk documentation was performed. There were no issues found with the system. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. The events were related to suction loss while the catalys laser was firing. There were no medical events reported.